Event description:
The doctors claim to have experienced serous fluid drainage after thoracic aortic repair with hemashield one branched graft. The serous fluid drainage began approximately 2 weeks after the surgery and continues even after 4 weeks and this phenomenon is very unusual. Note: this is case #1 of 7 cases reported by the doctor at the same time.

Event description:
On 2/2001, co learned the following: a pool of serous fluid was observed on post-operative ddate (pod) #19-39, after the ascending aortic replacement for the acute dissection. Therefore, the doctor performed drainage on pod#20 until it disappeared on pod#39. Pt's body temperature was around 37 degrees c. And crp level was around 5mg/dl. The white blood count level was normal. The graft was left in. The pt is doing well, now.